Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation:generalized illnesses, toxic reaction. (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast augmentation with two unknown mentor silicone breast implants has experienced unexplained systemic symptoms postoperatively, including bedridden, physically half dead, panic attacks, paranoia, depression, and anxiety. The patient reported that her body was fighting foreign objects bleeding chemicals into her, that after 9 years of having the implants, with bags of heavy metals and neurotoxins in her chest, she became bedridden. Not only physically half dead, but her mental health completely deteriorated. Suddenly plagued with chronic panic attacks, paranoia, debilitating depression, and anxiety. She was isolated and suicidal. As a result, patient had the implants removed on an unknown date. The patient reported after the removal she felt calm and peaceful, and after two years she felt 75% better, and continue feeling better. This report relates to the left prosthesis.